Manufacturer narrative:
The device was returned for evaluation. The evaluation was unable to confirm the no image or video issue reported. The rear cover was slightly scratched which did not affect the functionality of the device. The device passed all functional and leak test completed with no abnormalities found. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during reprocessing, the 4k camera head image and video did not appear when plugged in. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the malfunction was not duplicated therefore the cause of the issue is unknow. Olympus will continue to monitor the field performance of this device.